Event description:
It was reported there was a power on reset (por) condition that had occurred since implant, and the stimulation could not be adjusted. The patient was attempting to find a physician to clear the por. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient received assistance and her concerns were resolved. It was noted that the patient had an appointment scheduled for (B)(6)-2012.

Manufacturer narrative:
Lead model 3889, lot #v913870, implanted: (B)(6) 2012; programmer model 3037, serial #(B)(4).